Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. (3) unpackaged ar-6069-45l were received for evaluation. Functional testing revealed the wheels had difficulty advancing the monofilament, resulting in intermittent function, or no function at all. This is a known issue, and the devices are in scope of ncr-20599.

Event description:
On (B)(6) 2022, it was reported by a arthrex employee via sems that a ar-6069-45l reelpass suturelassos wheel would not advance the monofilament wire inside. This occurred during an unknown case, with no patient effect reported.